Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 28 mg/dl while wearing the pod between 24 and 36 hours. The patient reports their transmitter had not been showing their blood glucose levels on their op5 application. The patient reports while driving being cold and sweating as well as dizziness and fatigue. The patient had got into a car accident. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with juice, in addition the patient reports being treated with insulin. The patient asked for assistance on restoring their blood glucose values on their op5 application. The patient was given advice and told they would need to apply a new pod. The patient remains in the hospital at the time of this call. The patients pod will not be returned as it has been discarded.